Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the pneumoperitoneum was not being contained approx one hour into the case. Inspecting two ports revealed torn gaskets. Two new sleeves were used. There was no consequence to the pt.